Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: · o2 input flow test failed. Leakage test was okay. · this occurrence was noticed during running the service software. Only certified service personnel may run the service software and only when the ventilator is out of use. It was not reported if this ventilator device failed in the preoperational stage or during preventive maintenance. It was reported that this occurrence not happened during patient ventilation. · it was not reported which alarms were triggered. The failure was repetitive in nature. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: o2 input flow test failed. Leakage test was okay. This occurrence was noticed during running the service software. Only certified service personnel may run the service software and only when the ventilator is out of use. It was not reported if this ventilator device failed in the preoperational stage or during preventive maintenance. It was reported that this occurrence not happened during patient ventilation. It was not reported which alarms were triggered. The failure was repetitive in nature. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d3, d4, g1, g3, g6, h2, h4. Follow-up 2 - additional information: fields b4, g6, h2, h6 and h11 are updated. The device alarms with o2 input test fails during maintenance (service software) which means that there was no patient involvement. Consequently, the event did not cause or contributed to a death or serious injury. The o2 input test is a service-level diagnostic in the hamilton device technical/maintenance (service software), typically preformed during preventive maintenance. It is used to verify the integrity and function of the oxygen supply system, particularly the high-pressure o2 input from the gas source (e.g., wall supply or cylinder). This test is not required during regular clinical use and is not a pre-operational test. It's part of the service menu accessible only to trained biomedical technicians or service personnel. The o2 input test is a service-level diagnostic tool used to verify the technical performance of the high-pressure oxygen input system. A failure or inaccuracy in this test alone is not critical to the patient, as the ventilator's mandatory preoperational checks[?]specifically the 2[?] Sensor calibration and pneumatic system test (pst)[?]are designed to detect clinically relevant oxygen delivery issues before patient use. Therefore, this event is no longer considered as a reportable event.

Event description:
The following was reported to hamilton medical ag: o2 input flow test failed. Leakage test was okay. This occurrence was noticed during running the service software. Only certified service personnel may run the service software and only when the ventilator is out of use. It was not reported if this ventilator device failed in the preoperational stage or during preventive maintenance. It was reported that this occurrence not happened during patient ventilation. It was not reported which alarms were triggered. The failure was repetitive in nature. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.